Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Post market surveillance survey: case #2 (5/10 - size 5 lt femur) - determined that threaded/fluted pins must be placed in the posterior most holes on the distal aspect of the notch preparation block (as the "feet" on the finishing punch occlude the holes anteriorly).